Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. Customer¿s blood glucose level was over 500 mg/dl. Customer declined further troubleshooting from tandem technical support regarding bg. Reportedly, customer reverted to manual injections for insulin therapy.